Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and deployed on the mitral valve. However, after deployment, mr was observed coming through the clip. The physician stated the clip was stable and no tissue damage had occurred. To further reduce mr an additional xtw clip was inserted and deployed without issues. To reduce mr further, an ntw clip was inserted and advanced into the left ventricle (lv). While in the lv, the clip became caught on the lateral commissure, causing tissue damage. The clip was removed from the commissure and deployed. This caused mr to increase to a grade of 4. One additional clip was deployed, reducing mr to a grade of 2-3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and a cause for the reported difficult to remove from the anatomy (clip becoming caught in anatomy) cannot be determined. Unspecified tissue injury appears to be related to difficulty removing the clip from anatomy and is therefore related to procedural conditions. Tissue damage/injury is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.